Manufacturer narrative:
As alleged, post implant of a ventralex mesh using permasorb fixation in 2012 the patient has experienced adverse symptoms including pain and constipation. Based on the information provided, no conclusions can be made as to the degree to which the implant may be causing or contributing the patient¿s reported ongoing symptoms. A review of manufacturing records shows product was made to specification. To date, this is the only reported complaint for this lot of 190 units. Note, the date of event (07-feb-2012) is considered to be a best estimate. This MDR represents the ventralex mesh. An additional MDR was submitted to represent the permasorb fixation device. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, the patient presented with localized dehiscence at the umbilical ring, extending above and below the umbilicus thereby underwent umbilical hernia repair with implant of ventralex mesh using permasorb fixation device on (B)(6) 2012. It was reported that the postoperative course is uneventful, and the patient was discharged. Per information reported post implant the patient had abdominal cramps with deformation, pain after meals, irregular bowel movements, constant constipation, daily pain, especially during activity, pain in the navel, ribs, and caesarean section site. Patient can no longer return to work as a cleaner.